Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited the forceps channel port had a scratch and the distal end had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured about event distal end has foreign objects: the legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. There was no deformation in the area where the foreign material remained. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined about forceps channel port has a scratch: based on the results of the investigation, it is likely the following led to the malfunction: it is likely that the forceps plug nozzle was scraped off due to friction with the shaft of the cleaning brush. The basis for this speculation is as follows: -when performing a procedure, a forceps plug is attached, so the treatment tools are less likely to come into contact with the forceps plug connector. -during reprocessing, the forceps plug is removed, which may cause friction with the cleaning brush shaft. The event can be detected and prevented by following the instructions for use: for distal end has foreign objects: operation manual_ preparation and inspection_ inspection of the endoscope inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion section for scratches, cracks, stains, discoloration, deformation, gaps around the lens, or other irregularities. Also, inspect the entire distal end of the endoscope for chips or cracks the user may prevent the event by handling the device according to the following item of IFU. Reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories)_ manually cleaning the endoscope and accessories. For the forceps channel port has a scratch: operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.